Manufacturer narrative:
Submit date: 01/28/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
In early 2009, covidien was informed of a customer who had an issue with a dental needle. The attorney alleges that a dental needle broke and became lodged in his gums.